Event description:
It was reported that a malfunction occurred on the pump, specifically identified as malf 6, which indicated a communication error with the memory. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was informed to continue using the pump and to report back if the issue reappeared.